Event description:
Same case as MFR# 2134265-2010-01219. It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The 3.50x20mm veriflex stent was hard to remove from the protector hoop. The physician attempted to put the device back into the hoop and the stent was damaged. There was no patient involvement with this device. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the stent pulled distally on the balloon and partially inserted through the stent protector. The proximal edge of the stent was positioned approximately 11mm distal to the distal edge of the proximal markerband. The stent was bunched 7mm distal to its proximal edge. An examination of the stent protector identified no anomalies. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MFR# 2134265-2010-01219. It was reported that during preparation for a coronary stenting treatment procedure, stent damage occurred. The 3.50x20mm veriflex stent was hard to remove from the protector hoop. The physician attempted to put the device back into the hoop and the stent was damaged. There was no patient involvement with this device. The procedure was completed with another of the same device.